Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 484mg/dl. Troubleshooting was performed. The customer stated having a kinked cannula, and it may have been a slight crack or opening in the cannula. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.